Manufacturer narrative:
(B)(4). The date of the event was reported as ¿about six months ago¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with peritoneal dialysis therapy. The patient stated the cause of the hernia was due to ¿the fill volumes of the solution used¿. The patient was not hospitalized for the event. The patient underwent a surgical procedure to repair the hernia. While recovering, pd therapy was placed on hold and patient was started on hemodialysis; but eventually went back on pd therapy on an unknown date. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.